Event description:
It was reported that cartridges did not load smoothly or click into place. There was no reported impact to the customer¿s blood glucose level. Pump warranty was reported as expired so repair or replacement was not available, and customer declined further troubleshooting with no additional actions documented.